Manufacturer narrative:
Additional information (13-nov-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges, indicating that the calcium_2 (ca_2) assay was performing acceptably. Hsc reviewed the precision studies performed and found no evidence of imprecision. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00292 was filed on 11-nov-2024.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained discordant elevated calcium_2 (ca_2) results on multiple patient samples on an atellica ch 930 analyzer. The elevated results were reported to the physician and were questioned. The same samples were reprocessed on the original and an alternate atellica ch 930 analyzer and the results obtained were similar to the initial results. The customer did not provide any patient sample data. The correct results for the patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the elevated calcium_2 (ca_2) results.